Manufacturer narrative:
(B)(4). Lot # n90h2m. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: please clarify for each of the two devices: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? How was the procedure completed? Response: the rep was not present in the case. It is believed that the stapler partially fired and that another device was opened to finish the case. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a radical nephrectomy procedure, the stapler did not fire or only partially fired; further information to be announced. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.